Event description:
Caller reported that the t:slim x2 pump battery would not charge, even with the correct tandem charging cable and wall adapter. There was no adverse impact to the customer¿s blood glucose level. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.